Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s sister reported via phone call that customer was received emergency assistance and hospitalized for high blood glucose on (B)(6) 2021. Blood glucose reading was unknown. The customer was treated with shots at the hospital. Troubleshooting for the customer¿s high blood glucose was declined. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.